Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and performed an o2 pressure transducer calibration,exhalation pressure transducer calibration,exhalation flow transducer calibaration and fio2 (fraction of inspired oxygen) monitor sensor calibration which passed.uvt (user verification tests) was done which passed as well. The unit is within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that vela ventilator o2(oxygen) inlet transducer was unable to be calibrated. There is no information regarding patient involvement associated with the reported event.